Manufacturer narrative:
Product ID, 748940 lot# serial# (B)(4), implanted: 2005 (B)(6), product type extension product ID, 389033 lot# j0511425v, implanted: 2005 (B)(6), product type lead product ID, 37743 lot# serial# (B)(4), implanted: 2009 (B)(6), product type programmer. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that following an ins revision (see MFR. Rep. # 3004209178-2013-03397), the patient's pain symptoms moved from the right side to the left side. The patient stated, she was hospitalized several times after that procedure. The patient stated that she had been implanted with a new ins, but the manufacturer's device tracking registry showed the patient's original device was still current. Additional information has been requested, but was not available as of the date of this report. For subsequent pain issues see MFR. Rep. # 3004209178-2013-03396.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that a loss of therapeutic effect occurred.